Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella 5.5 support, the placement signal became unreliable. In response, the clinical staff turned off the placement signal audio. Impella pump positioning was confirmed via echocardiography. At the time of report writing, the patient remained on impella 5.5 support. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Event description:
The pump remains in the patient. When the pump is explanted, we will attempt to retrieve it.

Manufacturer narrative:
B5: updated with additional information

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: placement signal issue: since neither product nor data logs were available for investigation, the cause of the placement signal issue could not be determined.

Manufacturer narrative:
Explant date was provided d6b was updated. D4 serial and UDI numbers were updated to remove leading 0s.